Event description:
It has been reported that device was deployed and analysis conclusion was "no shock advised." Pt was not resuscitated.

Manufacturer narrative:
(B)(4). Device evaluation pending. Issue reported due to event outcome.